Event description:
It was reported that patient experienced frosting on various body areas following a tattoo removal treatment using picosure pro.

Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Cynosure clinical determined user error was involved in this event. Patient was treated with 3mm at 4.24 j/cm2, which is considered more aggressive than instructed per labeling. Treatment settings were outside the crg guidelines for skin type iii. Patient also had a different laser treatment performed prior to this treatment. Site is requesting additional training sessions. Patient was given steroid injection the day post treatment as medical intervention. Fucidin, mebo, and stem cell matrix powder were also provided as preventative medication. Burns are expected side effects from such treatments, however this event is reportable because the patient received medical intervention.